Event description:
A power source alert was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After attempting to charge the pump by plugging the cable into a wall adapter and leaving it connected for at least 30 consecutive minutes, the pump began charging, and no further assistance was needed.